Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2019 (B)(6) regarding a patient receiving morphine (5mg at 1.49902mg/day), clonidine (500mcg at 149.90241mcg/day), and bupivacaine (30mg at 8.99414 mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2018 at 12:12 with a recovery at 12:47 and resolved without sequelae, and another stall occurred on (B)(6) 2018 at 11:47 with a recovery at 12:12 that recovered without sequelae. There was no report of magnetic resonance imaging (MRI) and no actions were taken. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No symptoms were reported and no further complications were reported or anticipated.